Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information received through follow up indicated the patient was deceased and died approximately five months after implant. The last clinic visit was (B)(6) 2010 with normal follow up. The cause of death was requested but is not available.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury (out of specification finding on analysis) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and preliminary testing found the device in a no output and no telemetry condition. The no output condition was the result of electrical overstress from an external source. The source of the external electrical overstress is unknown. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.